Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture, alarmed unexpected restart, external ram crc error, displayable history crc check failed on startup and failed battery test. The customer stated that she went in the pool with the insulin pump and then got failed battery test./ troubleshooting was done. Customer's blood glucose was 106 mg/dl. Advised the customer that the insulin pump would be replaced due to customer got displayable history crc check failed on startup. During the failed battery test troubleshooting, customer's blood glucose was 107 mg/dl. No further information provided.